Manufacturer narrative:
Concomitant product: product ID 3058, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. (B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient had a possible adverse reaction or device malfunction. The patient advised that they had been having problems including pain at the implant site and across where the leads went. One of the patient¿s leads had migrated over 1 cm, but the unit was still on the same program and was still working. The patient had bad back problems and their health care provider (hcp) was trying to figure out what the cause was. The patient was going to have a second back surgery and already had a previous one on a nerve that was pinched. The patient had 3 vertebrae that were collapsing on each other. The hcp stated if the patient¿s symptoms got worse, they should give them a call and they would have a follow-up to take pictures and see what could be done. At times the patient could feel the implant as though it was twisting. The patient was constantly having urinary tract infections (utis) and their hcp was following closely on all issues to figure out the cause. The patient was advised to follow-up with their hcp. The indication for use for this patient was gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the health care provider (hcp) reported that the patient had an appointment on (B)(6) 2016. It was unknown when the patient's first started experiencing their issues as the patient had not showed up for their last 2 appointments. It was unknown if the pain and multiple utis were related to the patients lead migration. The patient had had 1 back surgery since (B)(6) 2015 and was expected to have another surgery. The action taken to resolve the pain, lead migration, and utis was that the device was turned off and would remain off until after their next back surgery. A urinalysis was done at the appointment which was normal. The patient was to have another c-arm picture after their next back surgery. The device pain was resolved with the device off.